Manufacturer narrative:
The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix retracted and clogged with blood. After cleaning the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification.

Event description:
During follow-up, noise was observed on the atrial lead. Diagnostic imaging was performed and revealed that the atrial lead had moved due to device migration. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise was observed on the right ventricular (rv) and atrial leads. Diagnostic imaging was performed and revealed that the leads were dislodged. The rv and atrial leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-02004.